Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, a hair-like fiber was found in the packaging of a performer introducer. The device did not make patient contact and a new "similar" sheath was opened to complete the procedure successfully. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and a visual inspection were conducted during the investigation. The complainant returned one performer introducer set to cook for investigation. Physical examination of the complaint device confirmed that there was a hair foreign matter sealed inside the dilator inner pouch that was within the outer pouch. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU does not provide any information relevant to the reported failure mode. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device provided objective evidence that the device was manufactured out of specification. Based on the available information and results of the investigation, cook concluded that a manufacturing/quality control deficiency was the cause of this failure. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an unknown procedure, a hair-like fiber was found in the packaging of a performer introducer. The device did not make patient contact and a new "similar" sheath was opened to complete the procedure successfully. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Manufacturer narrative:
Initial reporter name and address: name and address - street: attn: (B)(6). Initial reporter occupation: occupation - inventory analyst. PMA/510(k) # - k171999. The device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.